Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy according to the reporter: same product, same issue, same account, different serial numbers. Customer wants to return remaining product for credit due to identical issues with 4 other adapters. Patient discharged; no complications. Stapler slowed and stopped in tissue that it was indicated for. The device seems to have lost power since the beginning of its life. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient.*** additional information requested via email 1. Please confirm that product will be returned for investigation. 2. Can you describe the product problem in greater detail? 3. Did the instrument partially fire? A) if so, was the staple line incomplete? A) if so, how was the staple line complete (over sewed, resected + re-stapled, conversion to open procedure, etc)? 4. Did the instrument lock on tissue? A) if so, how was the instrument removed from tissue (cut off, pried off with an additional tool, they were able to work it off the tissue, etc)? 5. Do you know the lot numbers of the egiatrs60amt used in any of the cases? 6. To confirm, these were all separate cases? 7. To confirm, all the cases were performed on september 2, if not, please update the corresponding ftr with the correct date. 8. Do you know the patient, weight, and gender for any of the cases? 9. Do you know the last known patient status for the any of the cases?

Manufacturer narrative:
(B)(4).